Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen PICC. The customer reported that a leak formed at the bottom of the hub. The PICC was in place for two and a half weeks. The customer also reported that the clamp was present upon placement, but was noted missing at the time the leak was observed so crimping may have been done.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.